Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device in question was received by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.